Event description:
It was reported that following an unrelated surgical procedure for which the ipg was set to surgery mode, the patient experienced auto reducing with their drg system. Diagnostic testing revealed high impedances present across the entire right drg t12 lead. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the right drg t12 lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.